Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. The originally reported planned surgical intervention was reported in error and was not actually planned/did not occur. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that a surgical intervention had not been planned and that instead ¿just the replacement of the patient controller¿ occurred. No further event information was reported; there remained no complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient controller screen became dark. It was stated that although charging could be performed, ¿no response was observed despite pressing the button.¿ the patient controller battery was disconnected and reconnected in an effort to troubleshoot the issue; however, the issue persisted. The battery was removed due to a ¿suspicion of battery anomaly¿ and replaced with aa batteries instead and the ¿screen was displayed for the moment.¿ there were no external factors in particular reported to have led or contributed to the event and the issue was unresolved at the time of report. The patient controller was to be replaced in the future as a result of the event. No surgical interventions had been performed, although it was noted one was planned, but not yet scheduled. The intractable chronic pain patient was alive with no injury at the time of report. No complications were reported or anticipated.